Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor will not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, the ca board had failures at components v6000 and l610 which produced heat. The v600 component is a transient voltage suppressor that protects the unit from sudden over-voltages. The l610 component filters out electromagnetic interferences from outside sources. The heat from the failure also led to damage on the outer casing of capacitor c20. The root cause for the failure cannot be positively identified. This is an unusual event. No adverse event resulted from the monitor. The patient received a replacement monitor.